Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 9 mmol/l. Technical support provided instructions for resetting the pump, which were successfully followed without any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, with acknowledgment of these instructions.